Event description:
During an initial implant procedure, decreased sensing was detected on the right ventricular (rv) lead. The helix of the rv lead was not able to extend when repositioning was attempted. It was also difficult to advance the stylet into the rv lead. A new rv lead was used to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of r-wave amp variation was not confirmed while the reported events of stylet could not be inserted and helix mechanism issue were confirmed. As received, a complete lead was returned in one piece with the helix partially extended clogged with blood/tissue. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. X-ray examination of the lead found that the inner coil inside the connector region was over torqued consistent with procedural damage. After cleaning blood/tissue from the helix and applying torque to the connector pin, the helix could be fully extended and retracted. The full measured helix extension length was within specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue and over torqued of the inner coil. Stylet insertion/removal test could not be performed due to over torqued inner coil at the connector region. The cause of the reported event of stylet could not be inserted was isolated to the over torqued inner coil at the connector region which is consistent with procedural damage.